Manufacturer narrative:
H6 medical device problem code 140508 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6: per a review of the complaint file, omitted code a140505 and added a160105.

Event description:
The complainant reported that they encountered pump flow issues during impella 5.5 support. It was noted that the motor current was flat, and team had turned the p-level down to p-2 to wean and possibly explant. When reviewing the motor current and aorta placement signal, it was noted to have caused an alarm of placement signal in aorta. When the intensivist changed the p-level from p-2 to p-4, the motor current remained flat with no changes. The flow did increase. It was discussed if there could be a possible ingestion at the inlet or within the cannula itself versus the motor or purge pressure area. The pump was successfully weaned and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.